Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation.

Event description:
Surgeon states a patient's intraocular lens (iol) was exchanged due to the patient's complaint of glare. The glare was noted by the patient immediately following cataract extraction and iol implant surgery. It was reported the patient is happy following the lens exchange.